Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and when the catheter was bent, irrigation stopped, including during ablation. After replacing the catheter, the irrigation issue did not occur when the catheter was bent. No issues were noted prior to using the device on the patient. The correct catheter settings were selected. There were no flow rate issues identified either. The irrigation problem caused a 5-minute delay, after which the device was replaced and the procedure continued. The case was successfully completed. No patient consequences were reported.

Manufacturer narrative:
On 13-mar-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and when the catheter was bent, irrigation stopped, including during ablation. After replacing the catheter, the irrigation issue did not occur when the catheter was bent. No issues were noted prior to using the device on the patient. The correct catheter settings were selected. There were no flow rate issues identified either. The irrigation problem caused a 5-minute delay, after which the device was replaced and the procedure continued. The case was successfully completed. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number 31384307l, and no internal actions related to the reported complaint were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient as part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).